Event description:
During pt treatment, the device was operating for approx 2 mins, when reportedly a replace battery display was observed. The device switched from battery 1 to battery 2. Reportedly, about 60 seconds later the device lost power.